Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a system error 105. The device was located in the acute care area. There was no patient injury reported to the facilities biomedical engineering department.